Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 415 mg/dl. The customer also reported having adhesive issues with their infusion set. The customer stated they had seven infusion sets that did not stick. The customer stated the tape on the infusion set was not adhering to their body. Customer was advised to monitor the issue. The insulin pump will not be returned for analysis.